Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the pancreatic duct during a pancreatic duct observation procedure performed on (B)(6) 2016. According to the complainant, intraductal papillary mucinous carcinoma was suspected; hence this device was used. During the procedure, after checking the lesion, a spybite was inserted in order to obtain tissues for biopsy. The physician noticed something like a coil sheath on the lower part of the screen. There was no other visible damage noted on the spyscope ds and the procedure was still completed using the same device. Reportedly, no part of the device detached inside the patient and there was no malfunction with the spybite biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.